Manufacturer narrative:
Philips conducted an investigation in response to a customer report indicating that the system was unable to boot. The complaint did not include further details about the nature of the issue. Philips provided a service quotation to the customer to address and resolve the reported problem. The quotation was not accepted by the customer, resulting in no service action being performed by philips. To date, there have been no additional reports of the boot failure issue from the customer. As the service was not performed, the status of the system remains unchanged from philips' perspective. Philips awaits any further communication or acceptance of the service proposal to proceed with troubleshooting or repairs. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.